Event description:
It was reported that during a laparoscopic adjustable band to a gastric bypass procedure, the device was fired on the fifth firing using peri strips and a blue load and it became stuck on tissue on stomach tissue . They had to use endoscopic scissors to cut the tissue around the device to get it off. The device was fully articulated and the device and trocar had to be removed as one. They had oversewed all staple lines and tears. They opened another device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was returned with the anvil closed, on the articulated position and with a 12mm trocar on the device. The knife was noted to be not fully to the home position. The red switch was set down on the reverse stroke and the firing trigger was closed trigger to trigger. The knife returned to the home position and the device was opened. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.